Event description:
It was reported that this patient contacted boston scientific technical services (ts) regarding a red call doctor icon from their remote communicator. Ts referred the patient back to their healthcare provider for follow-up. Exhaustive attempts were made regarding the specific red alert and event resolution, but a response was not received. At this time, the device remains implanted and no adverse patient consequences were reported.

Event description:
It was reported that this patient contacted boston scientific technical services (ts) regarding a red call doctor icon from their remote communicator. Ts referred the patient back to their healthcare provider for follow-up. At this time, the device remains implanted and no adverse patient consequences were reported.